Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:one introducer needle and one unknown 5ml syringe was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. One electronic photo was provided for review. The photo shows a introducer needle with pink color hub and the cracks are not clearly visible because of the quality of the photo. The investigation is confirmed for fracture as during sample evaluation several cracks were noted on the introducer needle hub and leak was also noted from the cracks. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during implantation procedure, the plastic fitting of the introducer needle was allegedly broken. Reportedly the alleged issue leads to air leaks during aspiration. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, a photo has been provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that during implantation procedure, the plastic fitting of the introducer needle was allegedly broken. Reportedly the alleged issue leads to air leaks during aspiration. There was no reported patient injury.